Manufacturer narrative:
The field experience was confirmed. Analysis revealed an abrasion through the outer insulation exposing the metal of the sensing cable. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
Patient presented at follow-up to the hospital after receiving inappropriate shocks as a result of noise. Upon interrogation, two episodes of false vf rhythm were observed. As such, the lead was explanted and replaced.